Event description:
A report was received in 2001 from the operating room charge nurse at the hospital stating that a memorylens had been implanted in patient's left eye in 2001. The patient presented for examination one week post op and was diagnosed with hypopyon and intraocular infection. The implanting doctor referred the patient to a retinal surgeon for additional follow-up. No additional information was available at the time of filling this report.